Event description:
A dreamstation auto CPAP device was returned to the service center in reference to the voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. No initial alleged complaint was reported. During the evaluation, the service technician observed visible foam particles, and the device was subsequently scrapped. There was no allegation of serious or permanent harm or injury, and no medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. This event is reportable under FDA 21 cfr part 803, as it meets the criteria for a serious injury and/or product malfunction.